Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer¿s blood glucose (bg) level was displayed as ¿high"; however a specific value was not provided. Reportedly, the customer gave a bolus and a manual injection to address their bg level. The customer alleged that the pump was not delivering boluses. Tandem technical support reviewed the pump history and determined that the pump functioned as intended and that boluses were being delivered. The customer acknowledged and continued using the pump for insulin therapy.